Manufacturer narrative:
Date sent to the FDA: 02/08/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that he patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the sill remaining incarcerated with the loop of bowel noted within the hernia sac and large amount of omental adhesions. He also found convoluted parts of the omental adhesion. While removing the old mesh, he found that it contained some cheesy material and that it may be some chronic granulation tissue. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.